Manufacturer narrative:
Additional data: h6-health effect- impact code: "2199" should be removed and code "4629" should be added. H6- medical device code: "2993" should be added. B5- the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -7.00/1.0/108 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced a low vault. On (B)(6) 2023 the lens was exchanged with the same model, longer length lens and the problem was resolved. Status of the eye: "all fine" and "patient is happy". Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -7.0/+1.0/108 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced low vaulting. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).